Event description:
This spontaneous report was received from a spanish physician and concerns a 70-year-old female patient. She was injected with radiesse 1.5 ml into the middle and lower third, on (B)(6) 2024. Batch number was reported as a00132880 (expiry date: 08-sep-2025). The batch record review was received and the lot number for radiesse 1.5 ml was confirmed as a00132880 (expiry date: 08-sep-2025). A lot search in the global safety database was conducted. Two vials were used. The patient previously had filling of furrows between the eyebrows and sng (as reported), more than 20 years prior to this report. In (B)(6) 2024, 2 weeks after the radiesse 1.5 ml injection, the patient experienced bilateral submandibular lumps. She experienced cervical adenopathies and well-demarcated elastic tumor of one cm in the right submandibular area. At the one-month check-up, she reported mild pain in the right submandibular area. In the examination a slightly indurated area was palpable, and expectant management was decided. Two months later, she referred to consultation right bilateral inframandibular tumor (1 cm deep dermal nodule) and inflammatory submandibular lymphadenopathy. In (B)(6) 2024, she was examined for persistent discomfort and a well-delimited elastic tumor of approximately 1 cm and cervical adenopathies were palpated, so an ultrasound was referred. As reported, it was notified that on the 11th the physician was going to see the patient again in consultation. She recommended a descending corticosteroid regimen and for the moment not to infiltrate until completion of patients thyroid study. On (B)(6) 2024, facial ultrasound was performed. Used technique was high frequency linear probe. Findings in the upper third showed presence of two deposits of snowstorm pattern material in furrows between the eyebrows, in the middle third showed presence of plaque deposits of flat subdermal and bilateral superficial subcutaneous hyperechoic material and in the lower third showed presence of plaque deposits of subdermal flat hyperechoic subdermal and superficial subcutaneous material bilaterally in lower cheek. There was a presence of snowstorm material in both nasolabial folds. On the right side it extended outside the sulcus and a granular deposit of this behavior was observed in relation to a visible and palpable nodulillo adjacent to the sulcus. In masticatory areas and marionette lines there was hyperechoic material subdermal plane and bilateral superficial subcutaneous, and deeper subcutaneous external to the right marionette line. In the submandibular region there was an irregular area with hypo and hyperechoic areas in relation to a bultoma that reduced its size. It presented a hyperechoic halo and was in contact with a large caliber vessel (facial). There were bilateral submandibular adenopathies of reactive aspect, and some superficial intra submaxillary, within normality. On exploring the neck, solid nodules were identified in both thyroid lobes. For conclusion, there were deposits of material suggestive of silicone between the eyebrows and both sng, extended to external on the right side and with nodules of such material (the patient remembered acne scar filling), bilateral subdermal deposits and superficial cs (as reported) in the middle and lower third, and deep cs on the right side, to be correlated with technique. Right submandibular heterogeneous image was evoking fat necrosis in the first place. The patient reported a decrease in size (it was not ruled out that there was material, but no drainable collections were identified at the time of the study). In the last 2 weeks, she noticed a decrease. There were bilateral submandibular adenopathies of reactive appearance and bilateral thyroid nodules (planned to evaluate in a direct study). Due to the provided information, the outcome of the event elastic tumor/right bilateral inframandibular tumor was considered as resolving. The outcome of the event fat necrosis, cervical adenopathies/inflammatory submandibular lymphadenopathy and induration was unknown. In the opinion of the reporter, the event fat necrosis was not related to the radiesse 1.5 ml but possibly to the injection technique.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, injection site necrosis was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse, lot number a00132880, was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No nonconformance reports, corrective/preventive actions related to this lot.

Event description:
Follow up was received on 09-oct-2024: the event "elastic tumor/right bilateral inframandibular tumor (1cm deep dermal nodules)" was amended to "elastic tumor/right bilateral inframandibular tumor (1cm deep dermal nodules)/ well-demarcated elastic benign tumor of one cm in the right submandibular area" (non-serious) and was re-coded accordingly. The patient was injected intradermally (reported as into the deep dermis) with radiesse into the malar and mandibular angle (off label use of device), for moderate flaccidity. It was injected using a cannula, into two entry points, performing retrograde deposits. The patient's medical history included allergies to nolotil and garlic. The patient's concomitant medication included symbicort and bilaxten. The tumor was reported to be benign. The event of fat necrosis was confirmed via ultrasound. The physician reported the prognosis as unknown. At the time of this report, the evolution was good, with improvement in symptoms, there was less pain and there was reduction in size. However, a nodule (practically undetectable) appeared on the left side of the neck, small in size. The patient refused corticosteroid therapy. Due to the provided information, the outcome of the events fat necrosis, cervical adenopathies/inflammatory submandibular lymphadenopathy and induration was considered as resolving (changed from unknown). The outcome of the event elastic tumor/right bilateral inframandibular tumor (1cm deep dermal nodules) remained unchanged.